Manufacturer narrative:
Device was not returned to manufacturer for evaluation. No investigation can be completed.

Event description:
From our customer: "during a cystoscopy with bladder biopsy procedure, the md noted that the bugbee electrode was not functioning when activated. The rn checked the cord and while trying to troubleshoot, the end of the cord became disconnected and the rn noted that the cord had a slight "burned" smell to it. A new cord was opened to the surgical field and the case was completed without further incident. At no point did anyone see any smoke or fire, the rn just noted an odd smell when he sniffed the cord. Reported to FDA - (B)(4)".